Manufacturer narrative:
The subject device was returned within the introducer sheath. Analysis of the device revealed that the delivery wire was kinked likely to handling during use. The main coil was broken below the main junction (the main coil was not returned). The main coil suture was noted to be melted at approximately 9mm from the etch link as well. Functional testing could not be performed due to the damaged condition of the returned coil. It is likely that the primary cause of the reported event was due to the suture issue identified during analysis. While the manufacturing records did not reveal that the device failed to meet specifications, the damage to the main coil suture is indicative of a manufacturing defect which likely contributed to the reported event and damages observed during analysis. Therefore, an assignable cause of manufacturing was assigned to this event. Based on the information available and analysis results, the reported event was confirmed and the manufacturer continues to investigate the matter.

Event description:
Analysis of the returned device noted that the main coil was broken below the main coil junction. No consequences to the patient were reported.